Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin with full helix extension length measured within specification. Electrical testing found no conductor fractures or internal shorts. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead was dislodged while slitting its introducer. The physician elected to remove and replace the rv lead on (B)(6) 2024. The patient was in stable condition.